Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual and functional inspections were performed on the returned device. The reported failure to inflate was not confirmed as the balloon was able to be inflated to the rated burst pressure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported failure to inflate. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the 2.0x12 mm mini trek dilatation catheter was easily advanced to the non-tortuous, uncalcified mid left circumflex coronary artery, but when pressure was applied, the mini trek would not inflate. The connections were checked and found to be tight. The mini trek was removed from the anatomy. Outside the anatomy, the mini trek was able to be inflated. It was noted that there appeared to be blood inside the balloon, but there was not a balloon rupture. Another mini trek was successfully used with the same stopcock, inflation device, etc, to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.